Event description:
It was reported that the patient passed away on (B)(6) 2022 due to multisystem organ failure. The patient developed liver cirrhosis and multi-organ failure. The heartmate 3 worked as expected, and the outcome was not device or therapy related. The device was not explanted and will not be returned.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
Additional information was received that the patient developed acute on chronic liver failure that was not responsive to medical treatment and led to multi-organ failure. It was reported that left ventricular assist device (lvad)/lvad therapy did not contribute to the patient's liver disease.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported liver cirrhosis and multi-system organ failure (msof) could not be conclusively determined through this evaluation. The pump was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24jun2022. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists death and multiple types of organ failure and dysfunction, including hepatic, as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.